Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a heparin infusion was not programmed as expected according to the md order. The incorrect heparin rate was described as 15.38 units/kg/hr. It was not known if the user manually programmed the amount, or if the amount was chosen from available options on the screen. There was no report of patient harm. Although requested no other event details were provided.